Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker provided the customer with technical support. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative advised the customer to check the grounding straps and change the battery. However, the device was not returned to stryker for evaluation, therefore the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.